Manufacturer narrative:
(B)(4). The device remains implanted and the patient remains on lvad support. No further events have been reported. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year and 5 months post-implant, it was reported that the patient experienced red heart alarms on her system controller while lying down on her right side. Approximately 2 days later, the patient experienced additional red heart alarms while lying on her back and moving to her right side. The patient was reported to be asymptomatic during the events. The patient¿s system controller event history indicated low flow, low speed and pump stoppages alarms while the patient was connected to the power module. The patient was admitted into the hospital for evaluation. On (B)(6) 2015 the manufacturer¿s technical service representative performed testing of the patient¿s driveline and no damage was detected and no alarms or pump stoppages were able to be reproduced. A review of x-rays of the patient¿s driveline noted a slight expansion of the braiding 15cm from the pump body. The patient was given an ungrounded power module patient cable and was discharged and will continued to be monitored.

Manufacturer narrative:
The reported alarms and pump stoppages were confirmed based on a review of the submitted system controller log file data; however, a cause of the recorded alarms could not be determined. Based on the manufacturer¿s experience from similar reported events, the recorded events appeared consistent with a potential percutaneous lead (lead) issue. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The patient remains ongoing on vad support using an ungrounded power module patient cable and no further issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.